Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the pediatric patient experienced a skin reaction with inflammation, drainage, a lump and an infection, at the needle puncture site, which occurred an unknown number of days after the sensor had been inserted in the arm. A hcp was seen and the patient was given a prescription for co-amoxiclav, an oral antibiotic, to be taken for 7 days. After a few hours the patient was sent home. At the time of the report the skin reaction had healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).